Event description:
The patient received the scs system on (B)(6) 2008. It was reported the patient had a revision for discomfort at the ipg site location and due to the need of frequently charging the system. The physician elected to replace the ipg with a newer model ipg. The patient reported effective coverage post-operative. No further patient complications were reported. The explanted product has been retained by the facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.